Event description:
The patient was undergoing a thrombectomy procedure in right middle cerebral artery (rmca) using a benchmark bmx96 access system (benchmark max), a penumbra system red 68 reperfusion catheter (red68), a non-penumbra microcatheter, a non-penumbra stent retriever device and a non-penumbra guidewire. During the procedure, the physician placed the benchmark max then advanced the red68 through the benchmark max. It was reported that the red68 would not advance past the ophthalmic artery. Therefore, the physician advanced the microcatheter and stent retriever device through the red68 and successfully completed five passes. After completing the last pass, the physician experienced resistance while retracting the red68. After few attempts to retract the red68 the physician pulled harder and heard a noise. Next, the physician removed the stent retriever device and the red68, then noticed the red68 to be fractured and stretched at approximately 110 cm from the hub. The procedure was completed at this point. Post angiography showed that no part of red68 was left inside the patient. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red68 confirmed that the catheter was stretched and fractured. If the red68 is forcefully retracted against resistance, damage such as stretching and subsequent fracture may occur. The root cause of resistance during the procedure could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.